Event description:
The manufacturer received information alleging an issue with the ventilator's power switch. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The front panel/keypad led pca was replaced to address the issue.